Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 694765 implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was high left ventricular (lv) lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.